Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the error and replaced the high-resolution stereo viewer (hrsv) monitor to correct the problem. The system was tested and verified as ready for use. Isi has not received the hrsv monitor associated with this event to perform failure analysis. A return material authorization (RMA) was issued to evaluate the isi device. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that left image lost on the surgeon side cart 2 (ssc2) suddenly and site continued the surgery with ssc1 only. The procedure was completed with no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further patient information could be provided regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed. An error 119 was reported in artemis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where it functioned as expected, the image display was clear as the golden unit. The system ran 10 power cycles, but the reported complaint was not able to replicate. The error logs were checked, and no related errors were found. This unit was found to be fully functional. The complaint was confirmed based on failure analysis. Although a definitive root cause could not be established, the probable root cause is attributed to an electrical component issue in the hrsv. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.